Manufacturer narrative:
Additional information was received that the product is in possession of the hospital. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a procedure to upgrade this pacemaker to a cardiac resynchronization therapy pacemaker (crt-p), noise and oversensing was observed on the chronic right ventricular (rv) and right atrial (ra) lead upon review of stored electrograms (egms). The patient was noted to experience periodic dizziness. A crt-p was implanted and the chronic rv lead was connected to the left ventricular (lv) port of the device header. The chronic ra lead was also connected to replacement device and remains implanted and in service. No adverse patient effects were reported. This pacemaker was explanted.